Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: there were loss of prime warnings observed in the black box history following an empty cartridge alarm which reveals the user was not priming within 3 minutes after the empty cartridge alarm. There was no loss of prime during investigation and the force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump was emitting loss of prime warnings more frequently. The reporter noticed, with the increased occurrence of losses of prime, that the cartridge compartment was cracked and the cartridge cap was loose at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.